Event description:
Per the study: approximately six days post procedure, the patient experienced a neurological deficit, aphasia. The patient was diagnosed with onset of ischemic stroke. Additional information indicated that prior to the procedure, the patient had stopped the coumadin and sustained an embolic stroke. During the index procedure, the patient had the stent placed in the right carotid artery, but the current event (ischemic stroke) occurred in the left hemisphere. The patient underwent rehabilitation and had some neurological recovery, but there was still some speech deficit, follows command slowly, and decrease strength of the left side and some of the right side. On discharge from the hospital, the patient continues on discharged medications and will continue with outpatient rehabilitation.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Per the (B)(4) study, approximately six days post procedure, the patient experienced a neurological deficit, aphasia. Onset was sudden, diagnosis was ischemic stroke with continued neurological symptoms at the 30 day follow-up.

Manufacturer narrative:
This (B)(4) study patient underwent carotid artery stent implantation and post index procedure suffered an ischemic stroke. This is a (B)(6) female patient with medical history including hyperlipidemia, chf, cad and hypertension. This patient meets the high-risk criteria of age greater than 75 years. The pt was asymptomatic at the time of the index procedure. It was reported that prior to the index procedure, the pt had discontinued coumadin therapy and suffered an embolic stroke. The target lesion was right internal carotid artery described as mildly calcified and tortuous, ulcerated and 80% stenotic. An angioguard was inserted, tracked, deployed and retrieved without report of difficulties. The target lesion was pre-dilated with an unk balloon. One precise stent was implanted without report of difficulties. The pt left the angio suite neurologically intact . The pt was maintained on asa and plavix pre, during and post procedure. Approx 6 days post procedure, the pt had sudden onset of neurological defect, aphasia, and bilateral weakness. This was diagnosed as an ischemic stroke, described as left hemisphere, however, since the symptoms involved both sides of the body this is being considered a complaint the patient was admitted and underwent rehabilitation with some speech deficit, follows command slowly, and decreased strength of the left side and some right. The patient continues on discharged medication and rehabilitation the stent remains implanted thus unavailable for analysis. Ischemic stroke is a well-known potential adverse events associated with the carotid stent implantation procedure. Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. There is no evidence that manufacturing issues contributed to the event. No corrective action is required at this time. Review of the information suggests that vessel/lesion and patient factors may have contributed to the reported event.